Manufacturer narrative:
(B)(6) 2016. The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that a portex® suction aid soft seal® tracheostomy tube cuff had an air leak between 1 hour to 5 days of device use. A tube change was conducted to address the issue. The device was prechecked in accordance with the indication for use. No patient injury was reported. See MFR: 3012307300-2017-00207.

Manufacturer narrative:
Two portex® suctionaid tracheostomy tubes was returned for investigation. A device history review was performed and no discrepancies were found. A visual inspection was performed and a hole was detected in the cuff of both devices. A manufacturing review was done and no discrepancies were found. A root cause has not yet been determined. The complaint has been confirmed.